Manufacturer narrative:
(B) (4). The ge service rep found the problem was linked to various boards. The rep powered up the system to find system working but stated that the cine was not available. He ordered a cine bridge board then installed them, and the system went down again. He found that if he loosened the cine board, the system would boot up completely. He installed a passive backplane. He found a x-ray loose and tightened it. He performed a bean alignment then replaced the air filters and labels. The system operates as intended.

Event description:
The customer reported the system received a no data input error message. No pt injury was reported.